Event description:
It was reported that a uromatic ii ultra set had a loose filter. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the conical filter was separated from the bottom and was floating inside the chamber of the device. The separation was cause by inadequate strength due to operator¿s method during the manual assembly. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.